Event description:
On (B)(6), 2013, the physician reported an issue with her handheld (reported in MFR report #: 1644487-2013-03149). The physician stated that she was checking the patient and was able to interrogate the device successfully, without difficulty. Afterward, the physician proceeded with system diagnostics, but this took a long time and eventually timed out with an error message. The physician repeated this seven times to obtain system diagnostics; however, the screen would continue to error out. The physician decided to interrogate the patient again, but found that the settings were changed. She attempted to redo the system diagnostic again, but got an error stating the patient's serial numbers did not match up at which point she stopped trying. The patient remains at the altered settings. The physician stated that the patient would be left at these lowered settings as the patient was questioning the efficacy of the device. Attempts are being made for additional information; however, they have been unsuccessful.